Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: as no lot number was provided, the device history records could not be reviewed. Trend analysis: analysis could not be performed as no item number is available. Event description: it was reported that product was implanted on (B)(6), 2011 and experienced alval tumour. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. Conclusion: it was reported that product was implanted on (B)(6), 2011 and experienced alval tumour. In vivo time of the device is unknown. The DHR check could not be performed as the lot number was not available. The compatibility check could not be performed as no product information was provided. The investigation results did not identify a non-conformance or a complaint out of box (coob). Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Due to the incomplete information, IFU/surgical technique could not be considered as part of the investigation. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00412.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The received product stickers show that the affected products of this event are warsaw design. As no winterthur product was involved in this event, this winterthur complaint (B)(4) with MFR report number 0009613350-2019-00412 will be set to not a complaint and the event will be processed further in warsaw complaint (B)(4). Please invalidate this case from your system.

Event description:
See h10 narrative.

Manufacturer narrative:
Additional information which was received on jan 8, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Should additional information become available and / or the device be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient required a revision surgery on (B)(6), 2011 possibly due to (cup) loosening. It appears that during this revision surgery a trilogy shell and liner (manufacturer: zimmer inc.) Were combined with an m2a modular head (manufacturer: biomet orthopedics inc.) And the bi-metric hip stem which appears to have remained in situ.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient implanted on unknown side and being monitored due to alval tumor.